Event description:
The customer reported that they were using the wrong size co2 adapter on their bedside monitor (bsm), which caused inaccurate readings.

Manufacturer narrative:
Details of the complaint customer at (B)(6) health system reported being unable to get accurate readings with the yg-122t. The yg-122t adapter was reported to not stay in place. "The concern with the et02 is the bite block is attached to the second tube that supplies o2 and it falls off the pt's ear. The bite block doesn't have to be there we use our own bite block anyways. If the device can be built like the connector that is on it, versus the original one we currently use. It is easier to show in person than try to describe it." Investigation result there was a reported issue regarding use of the yg-122t adapter. This adapter is the disposable adult nasal/oral etco2 adapter with cannula hanger and is used with the tg-920p sensor kit. The tg-920p sensor kit measures partial pressure of a patient's expired co2. It does so by taking co2 samples directly from the airway. As such, maintaining the proper distance of the yg-122t mouth guide to the patient's mouth is critical for correct measurement. The tg-920p operator's manual advises to keep the distance between the mouth guide and the top of the lower lip within 1 cm. Co2 cannot be measured when the mouth guide is far from the mouth. Correct measurement cannot be performed because the mouth guide is out of the mouth. The customer indicated they were using their own bite block. Doing so may prevent the yg-122t mouth guide from being properly positioned against the patient's mouth. The customer additionally reported the tube attached to the mouth guide was falling off the patient's ear. This may be attributed to the weight of an unused mouth guide creating a pulling force on the tubes. Furthermore, it is unknown if the customer was utilizing the provided surgical tape to fasten the nasal tube and maintain stability of the tubes on the ears, as instructed in the tg-920p operator's manual. From the information available, it is difficult to understand if or how the customer was utilizing the yg-122t mouth guide and provided surgical tape. Possible cause of the inaccurate readings is customer misunderstanding of the proper set up of the yg-122t adapter. Due to the lack of customer response, further information is not available, and the root cause could not be confirmed. Review of tickets reported at this facility and at other customer facilities found no similarly reported issue against the yg-122t adapter. Investigation conclusion from the information available, it is difficult to understand if or how the customer was utilizing the yg-122t mouth guide and provided surgical tape. Possible cause of the inaccurate readings is customer misunderstanding of the proper set up of the yg-122t adapter. Due to the lack of customer response, further information is not available, and the root cause could not be confirmed. Review of tickets reported at this facility and at other customer facilities found no similarly reported issue against the yg-122t adapter. Corrected information: f9. Approximate age of device: incorrectly calcuated d4. Unique identifier (UDI) number: the UDI number is (B)(4).

Manufacturer narrative:
No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that they were using the wrong size co2 adapter on their bedside monitor (bsm), which caused inaccurate readings.